Manufacturer narrative:
This report is submitted december 19, 2019.

Manufacturer narrative:
This report is submitted on september 18, 2019.

Event description:
Per the clinic, the patient experienced a performance decrement with device use that could not be resolved. The device was explanted on (B)(6) 2018, and the patient was reimplanted with another cochlear device during the same surgery.